Event description:
Information received indicates the hospital programmed a dose of 300ml that should have passed in 5 hours, but the child received 500ml in 1 hour, 30 min.

Manufacturer narrative:
This report is being submitted as part of a retrospective review for reportability.